Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A clinical study safety report was provided for review and states the patient was implanted on (B)(6) 2008 and revised (B)(6) 2012 for pain and metallosis. Report classifies this as a device deficiency with an unexpected event classified as a sade. No other information obtained. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Clinical investigation number (B)(4), patient (B)(6). Revision due to metallosis/pain. Revision of product 2 only.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.